Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/10/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/23/2015 with the following findings:visual inspection revealed that the keypad cover was torn in the area of the down arrow button. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.